Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, wear abrasion, yellow particles in the inner surface and two openings curved on the anterior. Leak test and microscopic analysis was performed which identified more than 6 striated openings. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is more than 6 striated openings due to surgical damage consist with the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation and "very contracted," baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/15/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation and "very contracted," baker grade IV. Device has been explanted.